Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to moisture damaged inside the force sensor resistor. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, broken reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was not reported. Insulin pump will be replaced.